Event description:
The pt was revised because of wear and some delamination.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records were not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear; however, polyethylene wear after 15+ years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.